Event description:
It was reported that the patient experienced pain with the inflatable penile prosthesis (ipp) pump and that prevented him from using the device. During follow up visit, the patient was checked for signs of infection and none were found. The device was also found to be in a good position. The patient previously had a post-op scrotal hematoma which had been resolved. The doctor was concerned about subclinical infection so he advised the patient to wait two weeks to see if the condition improved before performing a surgical revision. Additional information received stated that the patient had surgical revision on18feb2019 to remove and replace the entire ipp system. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.